Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mitral regurgitation (mr) with a grade of 4. One mitraclip (90402u154) was implanted, successfully reducing mr to 1-2. On (B)(6) 2019, the clip detached from the anterior leaflet and remained attached to the posterior leaflet. A single leaflet device attachment (slda) occurred, causing a tear in the anterior leaflet. The mr was increased to 4. In the physician's opinion, the slda was most likely due to pre-existing patient anatomy. A second procedure was performed on (B)(6) 2019. One mitraclip was advanced and implanted without issues. A second clip was advanced, and grasping was attempted, however the mr worsened due to the possible leaflet damage caused by multiple grasping attempts. The clip was removed and the procedure completed, with the mr worsened than before the first procedure. Post procedure mr remained at 4. The patient remains stable in the intensive care unit (ICU) and a possible surgical treatment is pending. No treatment has been planned at this time. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effects of mitral valve injury (tissue damage) and worsening mr as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported positioning failure could not be determined in this incident and the reported tissue damage which subsequently resulted in worsening mr was due to the reported failed positioning. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site - contact office first and last name.